Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead exhibited high, out of range pacing impedance (greater than 2,500 ohms), loss of capture and high pacing thresholds. The device remains implanted. Attempts to obtain information regarding any additional testing being done, has been unsuccessful. No adverse patient effects were reported.